Manufacturer narrative:
Current evidence suggests this lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited noise, and a request was made to have data from this device analyzed. Technical services noted the noise might be due to outer insulation damage as there has been no sudden jump in impedance, and in-clinic troubleshooting recommendations were provided. At this time, this rv lead remains in service, and no adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited noise, and a request was made to have data from this device analyzed. Technical services noted the noise might be due to outer insulation damage as there has been no sudden jump in impedance, and in-clinic troubleshooting recommendations were provided. At this time, this rv lead remains in service, and no adverse patient effects were reported.